Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that on (B)(6) 2015, the physician tried to access the epidural space with the first needle and got a wet tap. He then removed the needle and went a level above to place two other needles for octad placement x2. The physician pulled the needle out and went a level above for lead placement. The patient was not symptomatic. All looked posterior and intra op testing was in all areas of pain knees to the feet, lower back, and legs but nothing in ribs or abdomen. However the amplitudes were .4 and .5 for testing. Leads looked posterior for ap and lateral and impedances tested at .7 which were all within normal levels (wnl). The physician felt the leads in the epidural space. The patient had a follow up visit since implant and the patient was doing well, getting good coverage, and still using low amplitudes. However even thought the stimulation was doing well, the rep saw the patient yesterday and the spinal incision was swollen as well as pocket incision. It was not painful at the sites or reddened, but just swollen. The physician was concerned that it was a collection of cerebrospinal fluid (csf). The patient was also experiencing a shocking sensation when he moved to certain positions and turned the amplitudes down to .1 and .45. The patient turned up 0-7 to about .45 and felt it in his thigh. The patient turned 8-15 up to .1 and did not feel stimulation but at 1.5 it was very uncomfortable in rib. The patient had no headache or other symptoms except fluid collecting and positional stimulation as well as low amp. An x-ray was performed both ap and lateral. The leads looked like they had not moved and if so, just slightly. Both leads look very posterior and one lead tracks lower anterior, however, they are posterior at contact site. The physician also planned on getting a CT scan to see if the leads are intrathecal or epidural. The patient had the stimulation turned off for a few days until the physician looked at the exams and determined what to do next. However when the rep saw the physician today, the plan was to turn on the left lead for that coverage since it was the worse painful side. The event occurred during a procedure. No surgical intervention has been planned at this time. The patient status at the time of this report was "alive-no injury". No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer's representative reported that they were going to revise one lead on the thursday following the report and more information would be available at that time.